Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of eri (elective replacement indicator (eri) in less than three years. The device was explanted and a new device was implanted. The device was returned for analysis.